Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and mail. A completed questionaire was received. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant surgery that her near vision was better than the distance vision; this was unexpected. She also reported experiencing pain following the surgery. Prior to the surgery, a decision had been made between her and her surgeon for near sighted monovision, her dry eyes were also discussed. Her vision continues to change at each visit and the surgeon has offered to exchange the lens. Her optometrist informed her that there was evidence that scar tissue was developing. Add'l info has been requested.